Event description:
It was reported, the video system center¿s video connector was broken. And did not seat all the way, before the diagnostic colonoscopy procedure. The reported event did not have any impact on the procedure. As it was performed using a similar device. There was no patient involvement.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection, therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.